Manufacturer narrative:
Age at time of event: above 60 years of age. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the tip od was measured using a digital snap gauge which is within specification. The stent was damaged at the distal end. The struts on the four most distal rows were stretched and raised vertically. This type of damage is consistent with the stent meeting resistance during the withdrawal from the patient. The hypotube and outer were both kinked at various locations along their length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The chronic total occlusion target lesion was located in the distal right coronary artery (rca). An unspecified guide wire was first advance and crossed the lesion then this was exchanged to a non bsc guide wire. The 2.50mm x 20mm promus premier¿ stent was advanced but was not able to cross the lesion, so the device was removed and a 2.5mm x 20mm emerge balloon catheter was advanced to predilate the lesion. Then the 2.50mm x 20mm promus premier¿ stent was again loaded into the guide wire however it was noticed that the front end of the stent had lifted off the delivery system balloon. The procedure was completed using another of the same device and an unspecified stent was implanted in the remaining portion of the rca. No patient complications were reported and the patient¿s status is stable.

Event description:
It was reported that stent damage occurred. The chronic total occlusion target lesion was located in the distal right coronary artery (rca). An unspecified guide wire was first advance and crossed the lesion then this was exchanged to a non bsc guide wire. The 2.50mm x 20mm promus premier¿ stent was advanced but was not able to cross the lesion, so the device was removed and a 2.5mm x 20mm emerge balloon catheter was advanced to predilate the lesion. Then the 2.50mm x 20mm promus premier¿ stent was again loaded into the guide wire however it was noticed that the front end of the stent had lifted off the delivery system balloon. The procedure was completed using another of the same device and an unspecified stent was implanted in the remaining portion of the rca. No patient complications were reported and the patient¿s status is stable.